Event description:
This case was reported by a consumer and described the occurrence of bleed in a female patient who received breathe right nasal strips (breathe right nasal strips clear) for an unknown drug indication. A physician or other health care professional has not verified this report. The patient had used breathe right nasal strips clear for sensitive skin for years and not had any issues. On an unspecified date, the patient started using breathe right nasal strips. At an unspecified time after starting breathe right nasal strips, the strips ripped a lot of layers of skin off the patient's nose, which was "painful with bleed." This case was assessed as medically serious by gsk. The patient reported that they were horrified to see the damage to the nose, which was impossible to cover and would take a lot of time to heal and they were distressed. At the time of reporting, the outcome of the events was unknown. The manufacturer's report number for this case is 2320643-2013-00007. Breathe right nasal strips are manufactured in (B)(4), and neither the lot number nor the product was available. (B)(4).